Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were in emergency room due to diabetic ketoacidosis and high blood glucose with blood glucose of 575 mg/dl at the time of incident. Customer did not experienced any treatment for low blood glucose event. Customer experienced symptoms such as vomiting. The insulin pump will not be returned for analysis.